Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. This part was discarded by the site and will not be returned to manufacturer for analysis. On 05/25/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Planned maintenance (pm) was also performed. System performed as intended. No parts were replaced. No further issues have been reported. Suspect part discarded by site.

Event description:
A site representative reported that their navigation system cart caster wheel was broken while moving it following a procedure. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.